Manufacturer narrative:
Argus case (B)(4).

Event description:
Toothbrush bristles got in their throats and caused discomfort [foreign body in throat]. Toothbrush bristles got in their throats and caused discomfort [throat discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6)-year-old female patient who received gsk toothbrush (sensodyne ultra sensitive toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne ultra sensitive toothbrush. On (B)(6) 2020, an unknown time after starting sensodyne ultra sensitive toothbrush, the patient experienced foreign body in throat (serious criteria gsk medically significant) and throat discomfort. On an unknown date, the patient experienced product complaint. Sensodyne ultra sensitive toothbrush was discontinued on (B)(6) 2020 (dechallenge was unknown). On (B)(6) 2020, the outcome of the foreign body in throat and throat discomfort were recovered/resolved. On an unknown date, the outcome of the product complaint was unknown. It was unknown if the reporter considered the foreign body in throat and throat discomfort to be related to sensodyne ultra sensitive toothbrush. Additional details: initial and follow up processed together. Consumer conveyed that the toothbrush bristles got in his throats and caused discomfort. Patient started to use the product 2 months ago and the bristles were poured into her throats each time she used. She did not went to the doctor. She stopped using the product. The linked case was (B)(4) (same reporter). Follow up information received on 03 sep 2020 from quality assurance department regarding complaint number ((B)(4)) (complaint reference) for unknown lot number: investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation was not completed. As this information was not available the complaint cannot be substantiated and would be closed as inconclusive. All the documentation pertinent to a specific lot of finished product was contained in a "]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope was reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verified that all test results meet specification requirements. If the consumer contacted with additional information or if the complaint sample was received, the complaint issue would be reopened and further evaluated. Quality assurance analysis revealed the complaint to inconclusive.